Event description:
It was reported that an altitude alarm occurred, stopping the insulin delivery from the pump. There was no adverse impact to the customer's blood glucose level. Initially, attempts to resume insulin delivery were unsuccessful, even after replacing the cartridge. Technical support instructed the customer to wait for two hours to allow any moisture to evaporate. Following this period, the customer successfully loaded a new cartridge and resumed insulin delivery. Technical support explained that the pump was likely exposed to condensation or humidity and provided tips to prevent future altitude alarms.